Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported malfunction of error message e315 was confirmed. The most likely cause can be attributed to moisture or water invaded the scope causing damage to the internal circuit board of the connector. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 28oct2024.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited scope error e315 when connecting to the image processor. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.